Event description:
Patient received his last lucentis injection, in the left eye on (B) (6) 2010. On (B) (6) 2010, he was diagnosed with endophthalmitis in the left eye. Treated with intraocular antibiotics (fortaz & vancomycin) and with erythromycin ophthalmic ointment. The subject device (needle) was part of a genetech lucentis kit.